Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The events occurred on the first day of insertion and the set was in use for one day. The insertion site was at abdomen and the blood glucose level at the time of event was 400 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.